Event description:
The complainant reported that the automated impella controller (aic) exhibited battery failure. A loaner device was sent to the customer. No indication of patient involvement, harm, or injury.

Manufacturer narrative:
D9: the date of the return of the device for evaluation is unknown. The console (aic) was returned for evaluation. Upon evaluation of the console, the reported failure mode was duplicated on an engineering bench. The battery 1 lcd indicator was blank (fully charged). However, battery 1 was replaced to resolve the failure alarm. Therefore, the root cause of battery failure to a defective battery 1 and the root cause of the defective battery 1 was due to single cell failure. During evaluation, the engineer also found that the optical bench was defective. The root cause of this issue is unable to be determined. The failure mode will be monitored and trended. This report is being filed as part of a retrospective review of historical records.